Event description:
The customer stated that the display on the insulin pump was frozen. The reported blood glucose reading was 260 mg/dl. Troubleshooting was performed, but the insulin pump remained unresponsive. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.